Event description:
During a pci procedure, the maverick2 monorail catheter shaft kinked and subsequently fractured. The physician was attempting to cross a 90% stenotic and calcified lesion in a very tortuous proximal lcx. He noted after pushing the catheter, that the shaft was kinked and subsequently fractured when he corrected the kink. The procedure was completed with another device. No patient injuries or complications. Were reported. Patient status is listed as "good".